Event description:
Customer reported she cannot exit the priming rewind process, even after priming is done and she saw insulin exit the tubing. Customer was walked through the priming process multiple times, but the issue persists. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Her blood glucose was 145 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.